Event description:
It was reported the patient had a distal bone frature of her right femur. In 2003, she had a nail implanted. Seven months after the surgery, she found she had pain in the knee. X-rays were taken, and it was found the nail was broken. In 2004, the nail was explanted. The hospital can not locate the nail.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.